Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.18mm x 2.56mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The broken piece was not retuned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted prostatectomy radical transvesical surgical procedure, the 6mm monopolar curved scissor instrument was observed to a distal tip broken off. The procedure was completed with no reported injury.